Event description:
During laparascopic hernia repair, surgeon found a 3-4 inch metal wire in the abdomen which was removed without difficulty. No injury to patient. It had not been seen on previous abdominal x-rays. It was seen after the scrub tech inserted a camera through a 5mm versaport. Versaport was not saved, but wire was.======================manufacturer response for versaport v5mm with fixation cannula, autosuture (per site reporter).======================the company rep will be picking this wire up. He has informed us that the company has already changed their design and will replace all of our product in a couple of weeks for the new one with no wire. We have pulled all of ours pending this swap out. Company says that they have had no reports of this problem (changed design for other reasons).